Manufacturer narrative:
G4: 13apr2021; b4: 14apr2021. The device was in clinical use at the time of the event. The patient was switched to another v60 unit with no other medical intervention required. The customer requested that the device be returned to the philips bench repair for evaluation. An evaluation was completed and the bench technician found blower temperature high error in the log. The device was run for 1 hour and checked the blower temp, but the fault could be duplicated. As a precautionary measure the bench technician stated that the motor controller (mc) pcba, blower and air inlet filter will be replaced. The bench technician replaced the mc pcba, blower and filters. A functional test was completed and passed successfully. The device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The motor controller (mc) board and blower motor assembly were returned to the manufacturer for failure investigation. No issues found on mc board but failure analysis on the returned blower shows that the customer complaint was verified. Returned blower failed temperature sensor test, and the root cause is a failure of the blower assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 18feb2021.

Event description:
It was reported to philips that the device had a high blower temperature. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.